Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was incorrect by twenty minutes, cause was unknown. There was no reported impact to the customer's blood glucose. Customer declined to provide any further information or assistant with troubleshooting.